Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that touchscreen was non-responsive and could not be calibrated. Fse replaced the touchscreen and corrected the issue. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) display screen froze. It is unknown when the event occurred. No patient involvement reported. No adverse event reported.